Manufacturer narrative:
The actual device used was returned and investigated: there was a hole, from where the bougie was thought to penetrate out,in the distal tip of the tube (colored in clear) where a stainless steel ring was mounted, and the ring was dismounted and missing. The ring's whereabouts was not confirmed during the procedure in this eye clinic, and accordingly, it has a possibility that the missing stainless steel ring might have been remaining in the patient body. As a possible cause of the penetration of the bougie and dropping off the ring during the use, we speculate as follows: when the doctor tried to insert and advance the tube with the bougie inserted forcibly in the occluded lacrimal duct, excessive mechanical force was loaded on the ring and the distal tip of the tube where the ring was mounted, and further pushing the bougie resulted in dismounting the ring and penetration of the bougie with the ring out of the tube.

Event description:
The doctor felt the bougie pierced through the tube as he advanced the lacrimal tube. She recovered the lacrimal tube from the patient's lacrimal duct and found that she had a hole. When the actual device used was investigated, the ring was dismounted and missing. The ring's whereabouts was not confirmed during the procedure in this eye clinic, and accordingly, it has a possibility that the missing stainless steel ring might have been remaining in the patient body. This device is the same device as the us name lacriflow (510 (k) # k120886).